Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported facial nerve stimulation and limited benefit when using the cochlear implant system. Results of an integrity test done on may 27, 2008 were consistent with normal electrode and receiver/stimulator function. A CT scan (date not reported) "suggests a spongy cochlea" or cochlear abnormality. The patient continued to have fns. A repeated integrity test done in 2008 were consistent with the first test. The following month, while not wearing the device, the patient reported hearing a "bang". Results of an integrity test done the following month, were consistent with normal receiver/stimulator function. Review of the CT suggested electrodes 1-3 are outside of the cochlea. An exploratory surgery done approx three months later, determined there was a tumor growing on the facial nerve. The surgeon moved the electrode array slightly leaving the receiver/stimulator in place and stitched up the site. Explant surgery is planned, but had not been scheduled at the date of this report, early 2009. Implantation in the contralateral ear is planned.